Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not inflating / decompressed pump, possible leak.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was noted in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striations, indicating contact with sharp instrumentation. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Based on examination of the returned product, it was concluded that while in-vivo all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 at the tube/strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable.